Event description:
To or for exploratory laparietomy, lysis of adhesions and large bowel stoma colostomy. Ref to uf/dist report #0004562000-2005-0002 for details related to other intra operative device malfunction of linear cutter. Surgeon also reported device malfunction of linear stapler. Instrument fired but staples did not close. Post op cardiac and respiratory complications unrelated to device malfunction. Pt discharged in 2005.